Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported persistent type 1a endoleak, additional secondary endovascular procedure (embolization) was confirmed. The endoleak not being fully resolved was not confirmed due to lack of images at the conclusion. The type 1a endoleak is most likely user related due to the off-label neck anatomy during the initial implant procedure. The final patient status was reported being monitored. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem ¿ updated d11: concomitant medical products and therapy dates - updated therapy date for palmax g1,2: contact office- name has been updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) months post initial procedure, a type 1a endoleak was reported. A suprarenal stent graft extension and palmax (non-endologix) stent was implanted. This initial procedure was identified as outside the indications of use due to the off-label neck anatomy. This is event was previously reported under 2031527-2019-00018. Now approximately five (5) months post intervention, another type 1a endoleak was reported. An intervention was completed. 15 non- endologix coils were implanted. The endoleak was not fully resolved but as the patient is frail and older, the physician elected to end the procedure and will continue to monitor the patient. A 30 days follow up computerized tomography (CT) has been scheduled. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela infrarenal, and an afx vela suprarenal. Reportedly, the index procedure was outside of the indications for use due to the off-label neck anatomy (too short, highly angulated). Approximately ten (10) months post initial procedure, a type 1a endoleak was identified and was treated approximately three (3) months later. An afx vela suprarenal and a palmax (non-endologix) stent were implanted to treat this event. This re-intervention was previously reported under 2031527-2019-00018. Approximately five (5) months post intervention, another type 1a endoleak was identified. The physician elected to implant 15 coils between the third vela fabric and the original vela suprarenal strut touching the wall. The result was faint contrast reaching the sac which potentially could be coming from a type ii endoleak. The physician elected to continue to monitor the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) months post initial procedure, a type 1a endoleak was reported. A suprarenal stent graft extension and palmax (non-endologix) stent was implanted. This initial procedure was identified as outside the indications of use due to the off-label neck anatomy. This is event was previously reported under 2031527-2019-00018. Now approximately five (5) months post intervention, another type 1a endoleak was reported. An intervention was completed. 15 non- endologix coils were implanted. The endoleak was not fully resolved but as the patient is frail and older, the physician elected to end the procedure and will continue to monitor the patient. A 30 days follow up computerized tomography (CT) has been scheduled.